Manufacturer narrative:
It was reported that the patient has pain. The surgeon believes there is possible loosening of their tibial baseplate, but has not confirmed it. Revision surgery is planned to address the issue. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient has pain. The surgeon believes there is possible loosening of their tibial baseplate, but has not confirmed it. Revision surgery is planned to address the issue.